Event description:
During preparation for a coronary artery bypass grafts surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a fourth seal but the heartstring seal didn't unravel completely during removal process. The surgeon used one repair stitch to correct the torn suture. No other pt complications were reported by the hosp. This report is for the second seal that cracked and a subsequent seal was used to attempt completion of the procedure.